Manufacturer narrative:
It is unk at the time of this report if the sample is available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the product does not staple. The reported malfunction was found upon inspection. No pt injury or intervention reported.